Event description:
It was reported on (B)(6) 2013 that the patient saw her doctor on (B)(6) 2013. She has been scheduled for a lead revision and battery replacement on (B)(6) 2013.

Event description:
The patient felt shocking pain at the implant site on (B)(6) 2013. Every time she moved, she felt pain at the site. She did not have her patient programmer with but her therapy was on as far as she knew. When she got home and checked her device and therapy it had gotten turned off. This has never happened to her in the past. She turned her therapy back on to see if it would take the pain away and it did not but it did not make the pain worse. She was in a very minor car accident on (B)(6) 2013. An x-ray at the ER was done to check her device and it checked out fine. The only change she noticed after the accident was more back pain from tensing up but no implant site pain. She has not turned her therapy back on. The company representative confirmed on (B)(6) 2013 that they met with the patient on (B)(6) 2013. An impedance check revealed several electrodes out of regulation (oor) and despite attempts to program around those she was not getting appropriate coverage. Her doctor referred her for a lead revision and ins replacement. She was approaching eol. Additional information has been requested.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead. (B)(4).

Event description:
It was further reported the patient¿s replacement surgery was rescheduled for 2013 (B)(6).

Event description:
Additional information received reported that the patient was implanted with a new device and was getting excellent results. There were no complications and the patient was very pleased.